Manufacturer narrative:
The customer reported complaint of the thermogard console (sn (B)(4)) slow cooling was confirmed during the functional testing, however, was not confirmed during the archive review data. The investigation findings determined that the probable cause of the reported console issue was due to a defective cooling engine likely due to a defective component. During the visual inspection, a coldwell cap was noted missing. The observed issue is unrelated to the reported complaint and most likely attributed to user mishandling. The coldwell cap was replaced to address the issue. The console failed the initial functional test, the system did not detect full glycol in coldwell, unrelated to the reported complaint. The d4 sensor in the coldwell reservoir was in an off position preventing the system from detecting the level of glycol. The coldwell was disassembled for cleaning and realignment of the chamber in the coldwell block and the d4 sensor switched to the correct position. During further investigation, the console failed the functional test, it took more than 40 minutes for the system to cool down due to a defective cooling engine, thus confirming the customer complaint. The cooling engine was replaced to address the issue. During the archive data review, no significant discrepancy was identified. Following the repair, the thermogard was tested and passed all the testing criteria, and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
During the patient use, approximately two hours into the treatment, the thermogard console (sn (B)(4)) exhibited slow cooling to the specific target temperature of 33°c. The patient's temperature at the beginning of the treatment was around 36.7°c. The user utilized the secondary temperature probe with various locations (bladder, esophageal and rectal), however, there was no discrepancy noted between the probes. Another thermogard console was used and the patient reached the target temperature within an hour. No consequences or impact to patient.